Event description:
It was reported that pump displayed malfunction message while customer was preparing to load new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of field correction, completed online form on customer¿s behalf, provided pump reset instructions, assisted with reset, and confirmed malfunction did not recur, and customer was advised to continue using pump and to call back if problem returned.